Event description:
It was reported that an implantable neurostimulator and pocket adaptor were removed due to infection, and may be out for three months. The reporter stated that both leads were left in and the ends of the leads needed to be covered with a boot. It was noted that the extension was also left in. The reporter stated that the duckhead extension would not be capped off. Two weeks later, it was reported that it was determined prior to surgery that the patient had a staph infection at the pocket of the implantable neurostimulator. It was reported that the pocket was located in the abdomen on the right side. The reporter stated that the patient was recovering well. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 748966 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID, 748966 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID, 74002 lot# n283650, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type adapter product ID, 37746 lot# serial# (B)(4), product type programmer, patient product ID, 3487a-33 lot# j0401881v, implanted: 2004 (B)(6), product type lead product ID, 3487a-33 lot# j0401881v, implanted: 2004 (B)(6), product type lea. (B)(4).